Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous and severely calcified coronary artery. A 2.25 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the edge of the stent struts was found to be flared. The procedure was completed with a different device. No patient complications nor injuries were reported.